Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus w/hum device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit, dust fail contamination and a blower contributing to foam degradation. Additionally, has a presence of error codes e022 err_motor_flux_magnitude and e051 err_corrupt_compliance_log. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.